Manufacturer narrative:
Concomitant medical product: needleless valve (ICU medical neutron, model and lot unknown); therapy date unk. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported visible cracks in the extension set connector (luer lock) attached to a non-carefusion needleless valve. No report of leak. No patient harm reported.

Manufacturer narrative:
The customer¿s report of tubing leaking was confirmed. Visual inspection noted that the female luer had a vertical hair line crack. Inspection under magnification revealed no stress marks, and no other damage or other issues were observed with the rest of the set. During functional testing a leak was observed from the crack. The cause of the leak was identified as a crack in the set's female luer. Root cause of the crack is unknown.